Manufacturer narrative:
The unidentified detachment control box (dcb) and the unknown connecting cable were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed though the returned packaging, the unsheathed coil was entangled on the device positioning unit (dpu). Located 76.0 centimeters off the proximal end is unreported kink damage to the core wire. The coil was returned undamaged as no stretching was found after the coil was released from the entanglement. The detachment fiber is undamaged, intact, and did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 50.2 ohms (range 48.85/56.0) and the enpower systems ready green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 50.5 ohms. The field complaint of the coils non-detachment could not be duplicated. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. The complaint of the coils non-detachment is not confirmed. The dpu passed electrical testing, the coil was found to be undamaged with no stretching found with the coil detaching on the first detachment cycle, the detachment fiber received heat and melted as designed, and post-detachment inspection found the dpu still passed electrical testing, therefore the root cause of the coil¿s non-detachment cannot be determined. It was not stated that a pre-deployment electrical test was completed. If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and analysis, the event was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that the deltaplush coil (B)(4) could not detach. The coil was returned to the decontamination facility in a stretched condition.